Manufacturer narrative:
(B)(4).

Event description:
It was reported that an integrated implant (tsv6h10) was removed due to patient experience swollen gums and soreness. Tooth location 31.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An impl tapered scr-v ha 6mm 5.7mm 10mm (tsv6h10) was received for investigation. Visual inspection of the as returned product identified signs of wear from use and damage around the external threads from removal. Functional testing to recreate the reported event is not required due to the nature of the medical event. The product's dimensions were measured with digital calipers (cal1334 calibration due 25-sep-2020) and found to be within the specifications in the product's engineering drawing. In addition, the implant was in placed at tooth location # 31 and was in place for approximately 1 year. No relevant patient factors that could cause or contribute to the reported event were noted in the per. Pictures or x-ray images were not provided that could serve as evidence of the reported event. DHR review was completed for the subject lot number (62947176). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st#2696) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (lot # 62947176) for similar event and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported events (pain/swelling) or device (tsv6h10). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. A definitive root cause could not be identified. The following sections have been corrected: h4: device manufacturer date.